Event description:
On (B)(6) 2010, the patient underwent treatment of an abdominal aortic aneurysm with two gore® excluder® aaa endoprostheses. On (B)(6) 2015, the patient presented emergently with belly and back pain, and a CT scan reportedly identified a probable proximal type I endoleak. The same day, an additional procedure was performed to treat the endoleak. It was reported there was room below the renal arteries, so an aortic extender component was implanted for proximal extension on the trunk-ipsilateral leg component. Final imaging showed resolution of the endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
Added patient medications - alpha fan, cosopt, levothyroxine, metoprolol, flomax, and benicar. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The cause of the endoleak is reportedly unknown. (B)(4).

Event description:
On (B)(6) 2015, the patient presented emergently with belly and back pain, and a CT scan reportedly identified a probable proximal type I endoleak with no evidence of aneurysm enlargement. The cause of the endoleak is reportedly unknown.